Event description:
The facility reported an infusion pump with a failure code 810:04 which occurred during biomed testing. The facility representative stated that no patient injury was associated with this report and no incident reports were filed since the last baxter service event.